Event description:
It was reported that the sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. During a recapture of the device, the was became kinked. The physician completed the procedure with a new was sheath. There were no patient complications or consequences that occurred as a result of this event.

Manufacturer narrative:
Device evaluated by MFR.: a watchman access system (was) was returned for device analysis. The device was visually and microscopically examined. Visual inspection revealed a kink in the sheath 8cm proximal of the tip. Microscopic examination revealed no other damage or defect. Product analysis confirmed the reported event, as the sheath was kinked. The observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation.

Event description:
It was reported that the sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. During a recapture of the device, the was became kinked. The physician completed the procedure with a new was sheath. There were no patient complications or consequences that occurred as a result of this event.